Manufacturer narrative:
Please disregard the information on the previously submitted medwatch related to this complaint. Per further information received from the manufacturer's subsidiary, the unit was bumped into a cart, causing the damage and was not a malfunction in performance. The unit could not be used in this condition for clinical activity. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary, the issue was found during routine testing of the device.

Event description:
It was reported that during use of the device for a non-clinical activity, the centrifugal drive motor was found to be damaged. There was no patient involvement.